Event description:
Pt's spouse reports their breathing status is worse, pt experiencing shortness of breath at rest, with changes in weather, during daily activities, upon exertion and when bending over. Pt's spouse reports pt's health status, overall, mood and activity level are worse since starting pah (pulmonary arterial hypertension) therapy. Pt's spouse reported pt experiences excessive tiredness. Pt's spouse also reported pump is beeping, advised pt to unplug the tubing and plug it in again and hit the start button, pump resumed working well. Advised the delivery of the new pumps and order for early tomorrow morning. Advised to have pt to change her cassette and attach to the spare pump until new shipment arrives. No interruption in therapy. No further information, details or dates available. Unknown if md aware. Pump serial number currently checked out: (B)(6) and exp date unk. Did the reported product fault occur while in use with the pt? Yes, did the product issue cause or contribute to pt or clinical injury? Unk; is the actual device available for investigation? Yes, upon return by pt. Did pharmacy replace the device? Yes, did the pt have add'l backup device they were able to switch to? Yes, pt able to successfully continue their infusion. Is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver. Ref report: mw5165640.